Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/functional inspection: the catheter was received inserted through an unknown 7fr introducer sheath. An unknown 0.035" guidewire was returned inserted through the catheter and the detached balloon. A complete detachment of the balloon was observed at the proximal balloon glue joint. The distal tip of the sheath was slightly flared, indicating retraction issues. The distal tip of the balloon was protruding from the distal end of the introducer sheath. The detachment at the proximal balloon glue joint was examined under microscopic magnification and the edges at both ends of the detachment were stretched and jagged, indicating that excessive force caused the detachment. Both marker bands were present on the returned device. No signs of a rupture were present on the balloon. No other anomalies were observed to the device. Functional testing could not be performed due to the balloon detachment. Conclusion: based on the returned sample condition, the complaint investigation is confirmed for sheath retraction issues and a balloon detachment. The complaint investigation is inconclusive for a balloon rupture, as no ruptures were identified and functional testing could not be performed. Per the reported event details, the balloon ruptured at 25atm. The rated burst pressure (rbp) for this balloon size is 20atm; therefore, the balloon was over-pressurized. Additionally, the catheter was returned within a 7fr sheath. Per device labeling, this device is compatible with 8fr introducer sheath. It is likely that the use of the device within a smaller sheath size than indicated contributed to the retraction issues. The root cause for this event is use-related. Labeling review: the current IFU (instructions for use) states: do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Conquest pta dilatation catheter brochure: the rbp (rated burst pressure) for cq75124 is 20atm. The compatible introducer sheath size for cq75124 is 8fr. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured longitudinally after the second inflation to 25 atms in the cephalic arch. Reportedly, the balloon was immediately difficult to retract. While attempting to retract, the balloon was reported to have separated from the catheter at the distal end. A cut down was reportedly needed to remove the balloon. There was no known impact or consequence to the patient.